Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to high atrial impedance out-of-range. A new device was implanted. No additional adverse patient effects were reported.